Event description:
The customer reported that a nurse walked into the patient room and discovered that a previously running pump had turned off spontaneously. The nurse had to reprogram the IV fluid and IV piggyback medication. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.